Event description:
The customer reported that the system would display a cine disk not available error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the connections and the power supply and reformatted the cine disk drive. The system was tested and found to be working as intended and put back in service.